Manufacturer narrative:
Approximate age of device: 4 years, 5 months. The replaced portion of the percutaneous lead was returned for analysis. The evaluation is not complete. No further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that during a clinic visit, a pump stoppage and a replace system controller alarm sounded while the lvad system was connected to the power module. The patient's system controller was exchanged. The patient was not symptomatic during the event. On (B)(6) 2016, a percutaneous lead evaluation was performed by the manufacturer's technical service representative. A distal percutaneous lead replacement was performed. The patient will continue to be monitored. No additional information was provided.

Manufacturer narrative:
An external/distal-end percutaneous lead (lead) replacement was performed on (B)(6) 2016 and approximately 21 inches of the external portion/distal-end of the lead was returned for evaluation. Continuity testing of the returned portion of the lead found all wires were electrically intact. Breakdown of the braided shield was identified at approximately 0-4 inches from the metal connector. Examination of the underlying wires revealed a breach in the orange wire insulation at approximately 2.5 inches from the metal connector, in the approximate location of the terminus of the bend relief, consistent with what was observed upon review of the submitted x-ray images of the lead. The inner conductors of the wire were exposed as a result of the breach in the insulation. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield due to repetitive movement of the lead in this location. If the exposed conductors of the compromised orange wire contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have resulted in the reported alarms, low speed events, and pump stoppage events recorded in the submitted system controller log file. The patient remains ongoing on lvad support with the implanted device. X-ray images of the internal portion of the lead appeared unremarkable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.